Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted, and no clinical images enabling direct assessment of product performance were returned for evaluation. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Based on the event description and the subsequent investigation the cause of this incident could not be determined. However, the physician reported that procedure took 7 hours. He also reported that no specific event occurred during the procedure that has led to sudden blood loss requiring blood transfusion. No allegation against the viabahn device could be identified. Therefore the reported blood loss is considered to be procedure related only. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient had previous bypass surgery in the right and the left limb. On (B)(6) 2022 , the patient presented at the hospital with extreme rest pain in her legs, unable to walk, because of pre-existing bilateral peripheral artery disease (pad), tasc ii type b on the right limb, tasc ii type d on the left limb. Bilateral total occlusion of the superficial femoral artery and severe deep femoral artery disease were diagnosed. The same day, the patient underwent an endovascular procedure to treat the occlusions. In total three gore® viabahn® endoprostheses with propaten bioactive surface (viabahn® device) were implanted as bail-out. Bilateral surgical conduits were performed to gain access through the right and left common femoral artery. A cutting/scoring balloon was used, and pre-dilatation was performed to prepare the lesions prior to viabahn® device placement. One viabahn® device was placed in the right leg (B)(4), and two viabahn® devices in the left leg (B)(4) and (B)(4) without overlap. It was reported that the procedure took 7 hours. Blood transfusion (code 2203-a:-other) was required because of procedure-related 500 ml blood loss during the course of the procedure. Reportedly no specific event occurred during the procedure that has led to sudden blood loss requiring blood transfusion. At the end of the procedure all delivery catheters were successfully removed and all implanted viabahn® devices were patent. No further complications occurred. On (B)(6) 2022, the patient was discharged home.

Manufacturer narrative:
Description of the evaluation concerning possible root causes/causative factors and conclusion: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted, and no clinical images enabling direct assessment of product performance were returned for evaluation. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Based on the event description and the subsequent investigation the cause of this incident could not be determined. However, the physician reported that procedure took 7 hours. He also reported that no specific event occurred during the procedure that has led to sudden blood loss requiring blood transfusion. No allegation against the viabahn device could be identified. The root cause of the blood transfusion could not be established, although the physician stated it was not viabahn related. It is possible the event was related to the procedure.